Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had initial artificial urinary sphincter (aus) device implanted in 2018. In 2019, an additional cuff was added to the patient. After that, the patient experienced leaking. A cystoscopy performed in clinic confirmed an erosion of the urethra, so all components of the aus device explanted at an unknown date and the patient was allowed to heal. On (B)(6) 2020, the physician reimplanted the patient with an aus device.